Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018 manufacturing site evaluation: on-going

Event description:
Country of complaint: (B)(6). During facial feminization procedure, the dental drill stopped working and showed an error code 6. Surgical delay of approximately 15 minutes. Components involved: gd678 / microspeed uni micro 150 motor / lot number 52179539; gd672 / microspeed uni motor cable f/foot ctrl. / lot number 52173174; gd450m / micro-line straight hdpc 1:1 f/2.35x70mm / serial number (B)(4).

Manufacturer narrative:
The received products were subjected to functional testing; it was determined that there were no deviation present. The running noise and temperature are according to specifications. Based on the information available as well as a result of our investigation the root cause of the failure is most probably user related. The product was checked on its function. In terms of material and manufacturing we found the product according to our specifications. In our analysis we did not find a defect, nor were we able to simulate the malfunction during testing. The product is without failure. Corrective/preventive action is not required.